Event description:
The customer received questionable high results from coaguchek xs meter serial number (B)(4) for multiple patients. Patient 1 result from the meter was 6.6 inr and the laboratory result was 4.5 inr. Patient 2 (female), on (B)(6) 2018 the result from the meter was 5.2 inr and the result from the laboratory was 3.5 inr. Patient 3 (female), on (B)(6) 2018 the result from the meter was 4.0 inr and the result from the laboratory was 3.1 inr. On (B)(6) 2018, the result from the meter was 3.7 inr and the result from the laboratory was 2.8 inr. Patient 4 (female), on (B)(6) 2018 the result from the meter was 5.9 inr and the result from the laboratory was 4.2 inr. The therapeutic range for all four patients was 2.0 inr-3.0 inr. There was no medical treatment received based on the readings from the meter. There was no allegation of an adverse event. All four patients were not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no new medications, no diet changes, no new illnesses, and no signs or symptoms of bleeding or bruising. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.